Event description:
It was reported that a malfunction occurred with the customer's insulin pump, identified as malfunction 9. There was no reported adverse impact to the customer's blood glucose level. The customer service team provided guidance to reset the pump and instructed the customer to continue using it while advising them to call back if the issue reoccurred. Consequently, the malfunction did not recur after the pump was reset, and the resolution allowed the customer to continue using the device without further issues.